Event description:
It was reported per field service report, that while on the pt the pump stopped pumping. Pump showed no ECG or arterial pressure (ap) signal on the display. The customer was unable to attain a trigger using high level or low level ECG or ap inputs. As a result, the pump was shut down and then turned back on, at which time it worked normally.

Manufacturer narrative:
Findings/action taken: pump passed arrow field service functional checkout using customer's cables. Pump was returned to service.